Event description:
In 1994, the cryopreserved aortic valve and conduit in question was implanted into a pt with a history of congenital pulmonary stenosis and pulmonary atresia. Approx six weeks later in 2000, the pt underwent explantation of the aortic allograft due to outgrowth, calcification, and stenosis.